Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain and cramping") and genital haemorrhage ("heavy bleeding") in a 32-year-old female patient who had essure (batch no. 624492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lumbar radiculopathy since 2012, abdominal discomfort, irritable bowel, amenorrhea, vulvovaginal dryness, back pain, dizziness and menometrorrhagia. Concomitant products included cilest (sprintec), estradiol (estring) from (B)(6)2008 to (B)(6)2008, eugynon (levora) from (B)(6)2012 to (B)(6)2012, normensal (neocon) from (B)(6)2008 to (B)(6)2010, ondansetron (zofran), prochlorperazine edisylate (compazine) and verapamil. On (B)(6)2007, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("allergic reaction to the nickel in the device"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), fungal infection ("yeast infection"), nausea ("nausea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6)2007, 657 days before insertion of essure, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), visual impairment ("vision/eye problems type:coincided with migraine") and pelvic pain ("pelvic pain"). In (B)(6)2007, the patient experienced depression ("depression"). On (B)(6)2013, the patient experienced vertigo ("vertigo"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("severe menstrual bleeding"), dysmenorrhoea ("severe menstrual cramping"), procedural pain ("painful post-operative recovery"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6)2015, she underwent hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the abdominal pain lower, genital haemorrhage, vertigo, pelvic pain and abdominal pain had resolved and the depression, allergy to metals, menstrual disorder, dysmenorrhoea, procedural pain, vaginal haemorrhage, menorrhagia, fungal infection, migraine, headache, nausea, dyspareunia, vaginal discharge, visual impairment, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, vertigo and visual impairment to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: bilateral tubal occlusion. Concerning the injuries reported in this case, the following ones were reported via social media menorrhagia, cramping, nausea, depression, headache, dysmenorrhea,migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain and cramping") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), depression ("depression"), vertigo ("vertigo"), allergy to metals ("allergic reaction to the nickel in the device"), menstrual disorder ("severe menstrual bleeding"), dysmenorrhoea ("severe menstrual cramping") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (on (B)(6) 2015, she underwent hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, depression, vertigo, allergy to metals, menstrual disorder, dysmenorrhoea and procedural pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, depression, dysmenorrhoea, menstrual disorder, procedural pain and vertigo to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Since having the surgery, plaintiff's symptoms are mostly resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain and cramping") and genital haemorrhage ("heavy bleeding") in a 32-year-old female patient who had essure (batch no. 624492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lumbar radiculopathy since 2012, abdominal discomfort, irritable bowel, amenorrhea, vulvovaginal dryness, back pain, dizziness and menometrorrhagia. Concomitant products included cilest (sprintec), estradiol (estring) from (B)(6) 2008 to (B)(6) 2008, eugynon (levora) from (B)(6) 2012 to (B)(6) 2012, normensal (neocon) from 15-jul-2008 to 8-jan-2010, ondansetron (zofran), prochlorperazine edisylate (compazine) and verapamil. On (B)(6) 2007, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("allergic reaction to the nickel in the device"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), fungal infection ("yeast infection"), nausea ("nausea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2007, 657 days before insertion of essure, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), visual impairment ("vision/eye problems type:coincided with migraine") and pelvic pain ("pelvic pain"). In (B)(6) 2007, the patient experienced depression ("depression"). On (B)(6) 2013, the patient experienced vertigo ("vertigo"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("severe menstrual bleeding"), dysmenorrhoea ("severe menstrual cramping"), procedural pain ("painful post-operative recovery"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2015, she underwent hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, vertigo, pelvic pain and abdominal pain had resolved and the depression, allergy to metals, menstrual disorder, dysmenorrhoea, procedural pain, vaginal haemorrhage, menorrhagia, fungal infection, migraine, headache, nausea, dyspareunia, vaginal discharge, visual impairment, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, vertigo and visual impairment to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: bilateral tubal occlusion concerning the injuries reported in this case, the following ones were reported via social media menorrhagia, cramping, nausea, depression, headache, dysmenorrhea,migraine. Most recent follow-up information incorporated above includes: on 25-may-2018: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Concomitant disease, laboratory data, concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, yeast infection, migraines, headaches, nausea, dyspareunia, vaginal discharge, vision/eye problems type:coincided with migraine, fatigue, hair loss, vertigo, pelvic pain, heavy bleeding and abdominal pain added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.